Manufacturer narrative:
Returned device was received with damaged; cracked front and rear housing, cracked screen. During the evaluation of the device was powered up and alarmed ec 1720 which is an issue with the back-up capacitor. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with lec 1720. There were no reported adverse events.